Event description:
Wge plus, 90 day, 508 khz signaling device for a wander guard system did not alarm when patient exited facility through the wander guard system. The signaling device was activated and within the 90-day activation period. The wander guard system was working properly. FDA safety report ID # (B)(4).